Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-03639. It was reported that post a stenting treatment procedure, myocardial infarction occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 2). Cardiac catheterization revealed 2 target lesions. The first was a 99% stenosed and 16mm long lesion located in a saphenous vein graft (svg) to the ramus with a reference vessel diameter of 3.5mm. It was treated with predilation and deployment of a 3.5x28mm taxus liberte stent resulting in 0% residual stenosis. There was transient slow flow and slight st segment elevation following stent deployment. The second lesion was located in the native ramus and was 80% stenosed and 12mm long with a reference vessel diameter of 2.25mm. It was treated with predilation and placement of a 2.25x16mm taxus liberte stent resulting in 0% residual stenosis. Immediately following the index procedure, the patient complained of chest pain. 1 day later, cardiac enzymes were noted to be elevated and the patient was diagnosed as having a myocardial infarction (type "4a"). The patient remained hospitalized an extra day for observation and was discharged 2 days post index procedure on aspirin and prasugrel. The event is reported to be resolved without residual effects. It is the opinion of the physician that this event is not related to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, relevant tests/lab data: updated. (B)(4).

Event description:
It was further reported that at the time of index, sluggish flow was noted in the saphenous vein graft (svg) to ramus graft after placement of 3.50 x 28 mm taxus liberte study stent. This was treated with intracoronary nitroglycerin and integrilin administration.